Event description:
It was reported that a user experienced elevated blood glucose readings of approximately 200 mg/dl on the ilet with a confirmatory fingerstick of 198 mg/dl after briefly pausing and disconnecting the pump for about 15 minutes due to a stomach ache, with no leaks, kinks, or infusion set issues observed and adequate insulin remaining; the user had eaten about three hours prior and provided a meal announcement, and the system was in its initial learning period. Symptoms included hyperglycemia. Outcomes included home monitoring without alarms, alerts, or medical intervention. Investigation included customer counseling on pump use, confirmation of infusion set integrity, insulin availability, and acknowledgment of the learning period, with continued monitoring advised. Investigation of this case revealed no device malfunction or component failure and a likely physiologic or behavioral contributor related to recent initiation and brief disconnection, with blood glucose trending downward by the end of the call. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.